Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus australia (oaz). Omsc was informed that oaz has replaced the main electrical board, and carried out functional inspection and electrical safety test. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Seven years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to the failure of the main electrical board of the subject device due to aging deterioration.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a preparation for use of the subject device, the subject device did not work connecting with evis 180 series videoscope and the endoscopic image was not displayed. The service department of olympus australia checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.